Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of customer's high and low blood glucose levels. The customer had received no delivery alarms. The customer's blood glucose level had been as low as 33mg/dl. The mother states paramedics were called and the customer was treated for the lows. The customer's most current level was 385mg/dl. The customer treated with manual injections. Troubleshoot was conducted. The device passed testing and was found to be operating as designed. The customer was advised to conduct full set, reservoir and insulin change. The customer was advised to monitor the device and call back if issues persist.